Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. .

Event description:
The customer reported the battery is discharging quickly. There was no reported patient involvement.